Event description:
The facility reported a triple channel colleague infusion pump that was set to infuse a volume of 250 ml lipid infusion over 12 hours on a female. The pump was programmed at a rate of 21 ml/hr for a volume of 250ml total on channel b and the other channels were running as intended. Seven hours after the infusion was started, the pump detected air in the tubing. The lipid bag was empty. The pump still showed a volume of 119 ml was left to be infused. After the overinfusion occurred, the unit staff increased the monitoring of the pt. According to the hosp rep, the pt showed no adverse reactions to the overinfusion.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.